Event description:
Boston scientific received information that this patient came into the hospital due to a syncopal episode. Device evaluation noted undersensing and inappropriate pacing. During observation, telemetry strips showed the undersensing and additional pacing therapy appeared to have induced ventricular fibrillation (vf) and the patient required an external shock to convert. Lead impedance and thresholds were fine. The sensing was reprogrammed to bipolar, autosense was programmed off and sensitivity was reprogrammed to 0.75mv. This lead has been explanted and returned. An explant date was not provided.